Manufacturer narrative:
H.10: the replaced device was requested back to livanova deutschland for further investigation. The reported issue could not be confirmed. The device was found to be working according to specifications.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the fluid was not flowing smoothly in the circuit during priming. A s5 mast roller pump 85 was used. The user adjusted the occlusion three times but the issue persisted. The pump was replaced with a pump 150 as a precaution and the procedure could be completed without problems. There was no report of patient injury.